Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic chole cystectomy. Event description: hospital: [hospital name]. Clip did not dispose a clip when they wanted it to. It was a false fire. It is unknown whether the issue was initially observed when the first clip was loaded or when a subsequent clip was loaded. It is unknown whether any pressure was applied to the trigger while moving through the trocar. It is unknown if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The product is available for return. Patient status: good. Intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was unable to be performed as the channel support assembly (csa), an internal metal component, was observed to be damaged. The remaining clips could not be loaded due to the damaged csa, which confirmed the complainant¿s experience of no clip loaded. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa distal ramp. A historical trend analysis and review of production records was performed, and no trends were identified.

Event description:
Procedure performed: laparoscopic chole cystectomy. Event description: hospital: [hospital name] clip did not dispose a clip when they wanted it to. It was a false fire. It is unknown whether the issue was initially observed when the first clip was loaded or when a subsequent clip was loaded. It is unknown whether any pressure was applied to the trigger while moving through the trocar. It is unknown if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The product is available for return. Patient status: good. Intervention: unknown.